Event description:
Revision surgery was reported due to a nail fracture in vivo.

Manufacturer narrative:
Based on the received information the root cause leading to the fracture cannot be determined. No material defect was detected.